Manufacturer narrative:
Philips field service engineer (fse) went to the customer site and spoke with the customer biomed who complained about the lack of red alarm (asystole) signals from the monitor. The fse performed an alarm simulation test on the monitor and was not able to reproduce the alarm failure. The fse discussed the findings with the customer biomed and determined the setting for the ECG alarm was turned off by a member of the hospital staff. There was no product malfunction. The results of these findings confirmed the device was working as expected.

Event description:
The customer reported on (B)(6) 2020, their intellivue mp30 monitor failed to alarm. The patient died.